Event description:
In 2001 it was reported to arthrocare corporation that a pt who had a turbinates procedure using a reflex 45 wand was experiencing numbness in two of their teeth. It was subsequently reported that feeling was beginning to return to the pt's teeth. No further info is available at this time.